Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated that no intervention planned to be performed at this time due to the patient's current health status. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) wad found to be in storage mode upon interrogation. The patient had not been seen in the clinic for the past eleven months. To date, there have been no adverse patient effects reported.

Event description:
--